Manufacturer narrative:
Preliminary results: air injections are generally not related to the injector, but are generally user related causes. The optivantage is not equipped with air detectors; however, the IFU includes instructions for the proper purging of air from the system prior to injection, as well as precautions and steps to prevent air injections. Additionally, the optivantage sends a prompt to the operator requiring the operator to ensure all air is purged from the system and associated consumables prior to the injection. The operator must press the screen acknowledging this has been completed prior to the device enabling the injection. For these reasons, air injections are generally user related.

Event description:
This case was reported by a facility in france on (B)(6) 2025. Customer states that on (B)(6)2025 that after the injection of optiray 350 using the optivantage injector, air was injected. Treatment and management of the patient following this injection of air bubbles: extended 15l 02 sent to the (B)(6).